Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 400 to 500mg/dl over the course of a week since starting on insulin pump therapy. The reporter allegedly experienced the following symptoms with the elevated bgs: nausea, vomiting, irritability, frustration, and confusion. The reporter did not mention how the patient¿s bg was treated, but noted that the patient remained on the pump. Customer technical support reviewed the pump with the reporter and found that the pump was delivering as programmed. Troubleshooting determined that the bolus and basal settings had been incorrectly programmed. No pump malfunction was found during troubleshooting. The reporter was advised that the patient should be referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump in incorrectly programming the basal and bolus settings.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.